Event description:
It was reported that during a da vinci-assisted surgical procedure, arm 1 was floating and the surgeon was unable to clutch to move. The technical support engineer (tse) asked if the arm led's were blinking when the arm was floating. The customer confirmed and stated that the arm led was solid blue. The customer also stated that the surgeon was able to position the boom and would proceed. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The field service engineer contacted the customer site and was able to resolve the issue through the phone support.  The site confirmed that the issue was no longer there, and it was resolved. The system was verified and ready to use.